Event description:
It was reported that defibrillation testing was performed on this right ventricular (rv) lead prior to device changeout, where testing revealed high, out-of-range shock lead impedances measuring greater than 125 ohms with it being difficult to convert. Another 41j shock in reverse polarity was provided and sli measured 114 ohms. Technical services discussed possible causes and provided recommendations. The physician decided to close the pocket. It was noted that the patient would be getting a subcutaneous implantable cardioverter defibrillator (s-ICD) for the next device. The plan is to continue to monitor. Subsequently, a sicd system was implanted five days later and the transvenous system remains in service. No additional adverse patient effects were reported.